Manufacturer narrative:
Event: additional information.

Event description:
Information received indicating cadd ms3 pump lost programming. Reporter stated that the it is unknown if the reported event occurred while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device no, unable to duplicate the customer stated problem. Testing was performed and the device did not lose any programming. The device ran the program for an extended period of time with no issues occurring. Further investigation and determined that it is a training issue. \the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.